Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for high rate non-sustained episodes and the sensing integrity count. The information was reviewed and it was suggested there was t wave over-sensing that occurred post premature ventricular contraction. The lead remains in use and no patient complications have been reported as a result of this event. It was further reported a new remote monitor transmission indicated another lead integrity alert triggered and the lead displayed out of range impedance's. Of note, the alert list did not show that a lead integrity alert had not occurred. The information was reviewed by qualified personnel and it was determined that possibly the sensing integrity warning was a result of an increase of the sensing integrity count, which resulted from new software which was "loaded" after the device was implanted which may have enacted the lead integrity warning associated with a code logic mismatch. The device remains in use and no patient complications have been reported as a result of this event.